Event description:
It was reported that one infusor elastomeric device was observed leaking at the fill port. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.